Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran mix tests on all the probes and replaced the sample probe 1 mixer and the integrated multi-sensor technology (imt) mixer. The cse then performed auto-alignments and ran a quick check. The cse also replaced the sample probe, the reagent probe and the imt probe. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.